Event description:
Philips received a complaint on the patient information center ix indicating that all telemetry devices were unable to obtain ip address and latch onto the hospital network. The connection issue resulted in the devices inability to monitor patients. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation found that a ups was down in room 1480, and both distribution switches were offline. The fse stated that when the system came back online all surveillances and overviews reconnected back to the primary server and found that all of the access points and their access point controllers were offline. The fse stated that the system only recognized apc6, but listed apc1-5 on the system. Apc6 was brought online and access points were restarted and configured . After the access points were restarted and reconfigured wireless coverage for the devices was restored.